Event description:
The customer reported to olympus the gastrointestinal videoscope had an unspecified angle down malfunction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign matter was in the nozzle which is identified as a reportable event per the risk summary application (rsa). The new aware date for this reportable malfunction is (B)(6) 2023. There was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the suction cylinder was shaved due to a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, scope connector cover, protector of the universal cord on the scope connector side, lock engagement lever, lock engagement knob, up and down knob, right and left knob, scope cover, scope connector, universal cord, grip, control unit and on the switch box. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 4. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. ¦inspection of the air-feeding function confirmation of emitting no air bubbles 1 set the airflow regulator on the video system center to ¿high¿, as described in the video system center¿s instruction manual. 2 immerse the distal end of the endoscope in sterile water to a depth of approximately 10 cm. 3 confirm that no air bubbles are emitted when the air/water valve is not operated. Confirmation of emitting air bubbles 1 cover the hole in the air/water valve with your finger and confirm that air bubbles are continuously emitted from the air/water nozzle. 2 uncover the hole in the air/water valve and confirm that no air bubbles are emitted from the air/water nozzle.¿ olympus will continue to monitor field performance for this device.